Manufacturer narrative:
This device was not return and not analyzed, however device analysis is not needed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This device system was explanted due to infection and lead vegetation. There is no evidence providing a system replacement. No additional adverse patient effects were reported.